Event description:
It was reported that a ht70 plus ventilator's screen was frozen. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.